Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct during a biliary stenting procedure performed approximately three months prior to (B)(6) 2014. There were no issues during the stent placement procedure. According to the complainant, on (B)(6) 2014, the stent was to be removed and replaced due to recurrent stenosis and growth of the ampulloma. During the planned stent removal procedure, the physician removed the ampulloma and attempted to remove the stent. However, after a few attempts, the stent could not be removed. The stent was left in place and another wallflex biliary stent was implanted within the first stent to restore the biliary drainage. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.